Event description:
An ascension forefoot screw set was used, the pt had a 35mm mpj plate and 6 screws from the set inserted. On (B)(6) 2010, the pt returned for removal of broken plate and removal of screws for non-union of the right great toe arthrodesis and a revision of the original arthrodesis with insertion of a new plate and screws.